Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, lot# serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-may-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 24-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was less than 6 months after ins implant surgery (in 2018) the pt started to feel pulses across their chest; caller stated a lead had slipped and needed to be realigned. A manufacturer representative told them to have "everything" turned off until the leads were repaired.